Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was returned with the distal tip and a section of the gold inner attached to the distal tip separate to the device, no stent was returned with the device. The device was confirmed as 40mm from the strain relief, the detached section of the distal tip was measured, and it measured approx. 4cm, the two ends of the gold inner were examined, and no stretching of the material was observed, bunching on the blue outer was noted at approx. 11.3 cm to 14cm from the strain relief position, image analysis :one film image was provided for analysis. In the film image the deliver catheter and marker bands of the device can be seen however there is no stent visible in the right carotid artery, a stent can be observed in the left carotid artery. This is consistent with the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a physician was attempting to use a protege rx self-expanding stent device for treatment in a patient in the carotid artery ¿ common. There is a stent in the left common carotid from a previous surgery. No abnormalities reported in relation to anatomy. IFU was followed. It was reported that during the interventional surgery for carotid artery stenosis, physician selected the 5.0 spider. Device and placed it in the distal end of the internal carotid artery about 4cm away from the lesion, and then selected the sepx-9-40-135 carotid stent. After the stent reached the lesion, fully positioned the mark point and fixed the proximal handle of the stent. The outer sheath was withdrawn and deployed the stent. The outer sheath was withdrawn smoothly, but the stent was not deployed during the withdrawal process. The overall delivery system did not have a stent body. The operator immediately performed angiography to find out whether the stent was lost in the patient's body. He checked multiple times to confirm that there was no stent in the patient's body, and then removed the entire stent from the patient's body. Observing the entire stent in vitro, it was confirmed that there was no stent but only mark points. The surgeon considered the safety of the patient's life and immediately replaced the stent with the same model of stent, then it could be used normally. The surgery ended successfully. No injury to patient reported. There is a stent in the left common carotid from a previous surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.